Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment, caval thrombosis, lifetime anticoagulation post-implant, deep vein thrombosis (dvt), post-thrombotic syndrome, thrombosis/embolism, and pain post-implant. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record (DHR) review could not be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis, dvt¿s and pain do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Endothelialization, remodeling/restructuring of the internal lumen of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Please note that device reported is a trapease vena cava filter for which the catalog and lot numbers are not available.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment, caval thrombosis, lifetime anticoagulation post-implant, deep vein thrombosis (dvt), post-thrombotic syndrome, thrombosis/embolism, and pain post-implant. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
According to the information received via phase 2 discovery form, the patient received the ivc filter due to prior dvt. The patient states to suffer from filter embedded in wall of the ivc, device unable to be retrieved, blood clots, clotting, and/or occlusion of the ivc, caval thrombosis, post thrombotic syndrome, pain post implant, shortness of breath, and to be on lifetime anticoagulation post implantation of the ivc filter. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes extensive recurrent dvt. The filter was placed at the level of the renal veins. The filter was deployed in a good position and the patient was stable, there were no reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment, caval thrombosis, lifetime anticoagulation post-implant, deep vein thrombosis (dvt), post-thrombotic syndrome, thrombosis/embolism, and pain post-implant. Per the patient profile form (ppf), the patient had a venogram five years after the index procedure that revealed complete occlusion of the left femoral vein and left iliac vein. Seven years after the index procedure, the patient had a balloon angioplasty and unsuccessful filter removal due to the filter embedding in the wall of the ivc. Additionally, the patient experienced blood clots, clotting, caval thrombosis, post thrombotic syndrome, occlusion of the ivc, shortness of breath and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, thrombosis, post thrombotic syndrome, and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, pain, and shortness of breath do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of extensive recurrent deep vein thrombosis. The filter was placed at the level of the renal veins. The filter was deployed in a good position and the patient was stable, there were no complications. According to the patient profile form (ppf) the patient submitted himself for a venogram five years after the index procedure. It was discovered that there was complete occlusion of the left femoral vein and left iliac vein. Seven years after the index procedure, the patient had a balloon angioplasty and it was then discovered his filter was unable to be retrieved due to the filter embedding in the wall of the ivc. Additionally the patient experienced occlusion of the ivc, emotional distress, mental anguish, anxiety and stress. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. As reported by the legal brief, the patient underwent placement of trapease inferior vena cava (ivc) filter. The indication for filter placement was dvt (deep vein thrombosis). Per the medical records, the patient has a history of extensive recurrent deep vein thrombosis. The filter was placed at the level of the renal veins. The filter was deployed in a good position and the patient was stable, there were no complications noted. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment, caval thrombosis, lifetime anticoagulation post-implant, deep vein thrombosis (dvt), post-thrombotic syndrome, thrombosis/embolism, and pain post-implant. Per the patient profile form (ppf), the patient submitted himself for a venogram five years after the index procedure. It was discovered that there was complete occlusion of the left femoral vein and left iliac vein. Seven years after the index procedure, the patient had a balloon angioplasty and it was noted that his filter was unable to be retrieved due to the filter embedding in the wall of the ivc. Additionally, the patient experienced occlusion of the ivc, emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, dvt, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post thrombotic syndrome and pain do not represent device malfunctions and may be related to specific underlying patient issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Occupation: health professional.